Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "heat" was confirmed. During the pre-repair diagnostic assessment, the device failed the temperature test. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device had heat. The device was not being used during surgery. No patient or user injury was reported to have occurred. There was no additional information provided.